Event description:
Patient was being treated for an aneurysm with multiple penumbra 400 coils and problems were encountered with the detachment handle. On the first coil, the detachment handle got momentarily stuck, but eventually detached fine. After detaching the ninth coil the detachment handle got stuck on the detachment wire and was not able to release anymore. The detachment handle had to be replaced, and the case continued.

Manufacturer narrative:
Results: this handle has a piece of the pusher stuck inside of it. The handle was opened for evaluation. It appears that the proximal end of the pull wire from the pusher was jammed too far inside the handle the proximal end of the pusher is severely bent. The handle was tested using the production test fixture which measures the throw distance and pull force. The detachment handle actuated correctly and passed for both throw distance and pull force. The detachment handle is fully functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that while detaching the ninth coil the proximal end of the coil became lodged in the handle. During evaluation, it appeared that the pull wire had been jammed inside of the handle. Once the handle was opened the wire fell out. The wire was not stuck inside of the actuator mechanism. The handle was tested and actuated correctly, passing for both throw distance and pull force. Based on the evaluation of the pusher and handle, it appears that the pusher assembly was pushed too far inside the handle. It is also possible that the handle was actuated a number of times, causing the pusher assembly wire to be pulled into the handle, causing it to kink inside and eventually become lodged. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.